Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that three polaris plug drivers had twisted tips. There was no patient involvement. This is report one of three for this event.